Manufacturer narrative:
The affected device was returned for evaluation. Inspections were performed, and the plate remains within specification for all critical dimensions related to this feature. Based on the provided images and the evaluation of the returned device, it appears the plate was bent past the recommended amount as per the surgical technique. The instructions for use of this device indicate that the plate "may weaken or break if bent past 10 degrees in a horizontal, vertical, or transverse direction." However, it can not be confirmed that the plate was bent prior to implantation or if this was a result of the event. There are no nonconformities associated with the impacted device.

Event description:
A long midshaft ulna plate fractured about 6 weeks post-implantation. Revision was performed successfully.